Manufacturer narrative:
Analysis was performed by philips authorized repair facility, which included functional testing. Results of functional testing indicate that the speaker produced sound. Based on the results of the analysis, the product malfunction was unable to be confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx40 802.11a/b/g indicating that there was a speaker malfunction error. The customer indicated the device has no sound. It was later indicated that the customer was still able to hear the alarms and startup sound; however, a "speaker malfunction" inop message was displayed and the volume was "low."

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx40 802.11a/b/g indicating that the device gives a speaker malfunction error message and there is no sound. The device was not in use on patient at time of event, there was no adverse event reported.